Event description:
When commencing treatment, crack noted on line above the y junction.

Manufacturer narrative:
One intact 14.5 f x 24 cm hemo-flow catheter was returned for evaluation. A visual examination of the device revealed a hole at the hub to lumen junction. Only seen when the lumen is manipulated, that leaks when the device is flushed. The device was implanted for 14 months. A review of the mfg records was not possible as the lot number of the device was not provided. A thorough investigation of the device sample, product design and mfg processes was performed by the engineering department. We are unable to determine the cause or factors that may have contributed to this event.